Event description:
The user reported that the ilet pump display became unresponsive while on the cgm graph screen, preventing navigation, and troubleshooting steps including a restart and firmware check did not resolve the issue, leading to a replacement decision. Customer care provided assistance that included customer troubleshooting and assessment of device function based on user reports. Investigation of this case revealed a screen user interface malfunction without evidence of physical damage or alert generation. No adverse clinical effects and no impact to blood glucose were reported. Outcomes included no interruption to therapy beyond device replacement logistics. It was concluded that the device experienced a nonrecoverable user interface failure of the screen subsystem, and the event did not result in patient injury.